Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, the most probable root cause is user error; malpositioning of the initial implant.

Event description:
The patient had si joint arthrodesis in (B)(6) 2015 where two implants were installed. The patient had a period of pain relief but later reported to a different surgeon with complaints of a recurrence of si joint pain. The surgeon determined that the caudal positioned implant was malpositioned, not effectively stabilizing the joint, and loose. In (B)(6) 2020, the surgeon performed a revision surgery where he removed the caudal positioned implant and added two new implants of the same type in more optimal positions to help fixate the si joint. The patient is doing well following the revision procedure.